Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the (wife) reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (onetouch ultra mini meter). The complaint was classified based on the customer care advocate (cca). The reporter detailed that the alleged issue first began on (B)(6) 2017, 3:00pm the patient obtained an alleged glucose result of 306mg/dl on the subject meter compared to 194 mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages his diabetes with insulin (no adjustments) and took humalog insulin as part of his normal routine in response to the alleged product issue. The reporter stated that an hour and a half later on (B)(6) 2017, 4:35pm the patient developed symptoms of ¿sweaty, dizzy confused and shaky¿. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The reporter confirmed that the test strip vial was not cracked or broken and the test strips were stored correctly and within expiry date. The reporter performed a control solution test and the result fell within lfs¿ acceptable range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.